Event description:
It was reported that pt was not happy with his vision one day post cataract surgery. According to the surgeon the event was likely due to lens vaulting and pt anatomy. The lens was exchanged for another lens of different model and diopter power. The pt's current prognosis is good, but limited potential due to retina. This report pertains to the pt's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.